Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms. The caller was inquiring about how to program off this lead. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and minimizing lv pace outputs and/or considering programming non-tracking mode if appropriate for this patient. The caller stated that (B)(4) physician minimized lv pacing outputs, programmed vrr off and programmed the device to ddi mode. They will continue to monitor this patient as he had experienced a stroke. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional details were received stating there was no visual anomalies noted on the lead and the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A revision procedure was performed due to the continued out of range lv impedance measurements. This lead and the associated device were removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.